Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2txam); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they found a new doctor that removed the implant and placed a new implant in their hip area and the new doctor went back in dug out the old implant and made a new butt pocket to put in a new implant and the lead was kept implanted but was "cut" moved to be able to be draped over and connected to the new implant. Pt said implant was in a better place but where the lead was had been irritating them for so long was still so sore. Patient (pt) said their current implant incision was black and bruised and hurt. Pt said when stimulation was first they had to turn it down because it (stimulation) was tapping so hard in their labia area that they couldn't sleep. Patient said on certain programs they would feel their foot jerking or squeezing in their calf and does "all kinds of weird things". Pt said they were missing half of their lung and on certain programs it gives them a pulling sensation where their lung used to be.  The patient said on the certain programs they would feel the pulling sensation and nerve pain under their breast all the way around to their scapula on their right side where they cut to remove the lung. Pt said the lead wire had been "broken" and especially right before implant was replaced they had extreme nerve pain and pulling. Pt said new doctor told them that shouldn't happen but pt said when they turned off their stimulator it would go away. Patient said that therapy has worked really well for their bladder retention and they didn't have to take medication anymore. Pt said prior to receiving the interstim their bladder had ruptured from urinary retention and the pt had almost died. Patient said dr. Told them they were lucky because not all patients have success with the device therapy. Patient said they were still sore from implant procedure. Pt said the device surgery had been one of the most painful surgeries and now they've had it 4 times (the trial, the previous implant, pushing wire back in, current implant being placed).

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the cause of the lead moved to be draped over was that the patient had testing if lead at the skin and pain where the generator was low down on gluteal site. The hcp reported that the steps taken to resolve the issue was that they kept the lead, re-tunneled it to the other side and placed a new generator at a new site. It was unknown if the cause of the stimulation tapping so hard in their labia area determined. The patient continued to work on programming. The issue was mostly resolved. It was unknown if the cause of the foot jerking and squeezing in their calf was determined. The issue was mostly resolved. It was unknown if the cause of stimulation causing extreme nerve painful and pulling sensation was determined. The patient continued to work on programming. The issue was mostly resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.